Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls for tni were within acceptable range. There have been no additional discordant results. The ccc specialist indicated that the potential cause of the discordant result could be sample handling issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low cardiac troponin-I (tni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample was repeated with different sample ID on the same instrument, resulting higher. When the different samples were run on the previous day ((B)(6) 2018) on the same instrument or an alternate instrument, the results were elevated and matched the repeat result obtained on (B)(6) 2018. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tni result.